Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining several erroneously elevated troponin (accutni) results within the risk stratification range for thirteen (13) patients generated on the access 2 immunoassay system used in conjunction with the access accutni reagent (lot # 115633) and access accutni calibrator (lot # 116461) over the course of two (2) consecutive days ((B)(6)2012). This report documents two (2) of the patient results generated on (B)(6)2012. The erroneous results were reported out of the laboratory and questioned by the clinicians. Repeat testing of the original samples on an alternate methodology produced lower results within the normal reference range for both of the patients. The two (2) patients referenced in this report did not encounter impact to patient treatment.

Manufacturer narrative:
Per the supplied notes from customer technical support (cts), the accutni samples were collected in lithium heparin (lihep) plasma tubes by the emergency room (ER) department. The samples are centrifuged for 15 minutes at 3500 rpm at 7° c. Upon review of all three levels of the customer supplied accutni qc charts dated from (B)(6) 2012, all qc values were within 1-2 standard deviation (sd) of the customer's established means. The customer did note that the laboratory's thyroid qc was not resulting within the established ranges the morning of the event. The customer supplied accutni calibration curve from (B)(6) 2012 was also reviewed and was accepted as passing. The customer also supplied a routine system check that was performed after the event on (B)(6) 2012, which failed due to an elevated washed mean. The customer indicated to cts that the instrument was recently moved approximately 5 inches due to construction. Cts had the customer check the placement of the fluidics tray and found that it was up against the instrument (this can lead to kinked or obstructed tubing). Service was requested. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse performed a high sensitivity system check which failed with multiple high fliers. The fse also observed evidence of poor washing. The fse performed the following repairs on the system: cleaned the incubator belt track and observed some build-up discovered near the wash carousel/incubator belt intersection. The fse also checked the wash pulleys and discovered more dried build-up so replaced three of the pulleys. The fse noted that the belt and idler rollers were operating properly. The fse replaced the aspirate probes and peri-pump tubing as a precaution. The fse also checked the wash valve and noted that there was a brown discoloration on both the rotor and the stator. The fse replaced both parts as well as the stator on the precision valve for the same reason. The fse also replaced all of the piston seals on both of the pumps. The fse performed an incubator belt exercise, a reaction vessel exercise, primed the system, performed a routine system check, and a high sensitivity system check; all testing passed within instrument specifications. The fse indicated that the wash buffer tubing was not properly clipped into position so the fse corrected the issue. Assay qc and precision testing was performed with no issues reported by the fse. Hardware is a contributing factor of the root cause of this event as the issue was resolved after service was performed. The following mdrs (total count: 14) listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-00809, 2122870-2012-00810, 2122870-2012-00919, 2122870-2012-00920, 2122870-2012-00921, 2122870-2012-00922, 2122870-2012-00923, 2122870-2012-00924, 2122870-2012-00925, 2122870-2012-00926, 2122870-2012-00927, 2122870-2012-00928, 2122870-2012-00929, 2122870-2012-00930.

Manufacturer narrative:
The date of manufacturing was erroneously entered in the original report. The correct date of manufacturing - 05/08/2001 is corrected in this follow up report.